Event description:
A negative result was obtained on a serum sample with testpack plus human chorionic gonadotropin combo obc. This sample was also tested with axsym b-human chorionic gonadotropin and was found to be 53 iu/l. No further info was available.